Manufacturer narrative:
Summary: the evaluation revealed both products to be the primary products. An inspection and a review of the DHR were not possible because the products and the lot codes were not provided. The root cause of the reported mistargeting could not be determined. It is possible that the metal nail adapter was loosely; therefore the nail was slightly moveable although it was correctly secured by the nail holding screw. The loosening of the nail adapter is known from previous complaints and is caused by aging and a high level of sterilizations. In order to address aging due to sterilization and to ease usage (nail adapter and targeting arm for both recon and antegrade locking mode are combined in a single device now) the nail adapter (B)(4) had been replaced by the new t2 recon target device (B)(4) (available since 2010). No discrepancies were detected during risk analysis review. No non-conformity identified.

Event description:
It was reported that during left femur surgery, doctor was putting a recon nail into the targeter and calibrated it with a drill bit. It didn't line up and the drill bit was scraping the proximal portion of screw holes in nail and was not passing clearly through the nail. The doctor then opened up the second system they have, and the nail did the same thing. The doctor then again opened up another nail and the same thing happened.